Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damage to the battery cap or pump casing and no evidence of moisture/corrosion in the pump. The battery cap was reportedly secure at the time of the intermittent power issue. The reporter stated that the issue was not associated with battery changed. No associated alarms were found during troubleshooting. The reporter was advised to change to a new battery from a new pack, but the pump reportedly still did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the black box did not show any unexplained reboots. The battery cap contacts were within required specifications. The battery compartment was intact with no evidence of physical damage and there was no moisture in the battery compartment. The battery cap was able to secure properly to the pump and maintained electrical connection. The battery cap was unscrewed a half turn with no power loss. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation.